Manufacturer narrative:
(B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3673277 showed that the devices were conformed to in process and finished goods specifications when released to stock the 19 mar. 2013. Expiration date: 2016-02 (according to retained labels). Non-conformance (nc) was opened relating to deals with an deviation in the sterilization process with no impact on the finished products, with no link with this complaint. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during an arthroscopic acl repair with the use of a milagro screw for fixation, the surgeon had some difficulty removing the guide wire. It appears that while trying to remove the guide wire a portion of its distal tip broke off in the body; also, the screw was approximately half way inserted into the bone tunnel when this occurred and it also broke apart. The surgeon states that he is confident that all of the broken fragment and the anchor debris were removed from the body. The surgeon used another same device for fixation and completed the procedure successfully in a timely manner (<30 minutes) without further issue or harm to the patient this complaint file is for the anchor portion of this issue, catalogue # 231817. The reportable ¿guide wire¿, catalogue # 254514 is reported under complaint file (B)(4).